Event description:
Boston scientific received information that the distal right ventricular (rv) setscrew of this implantable cardiac resynchronization therapy-defibrillator (crt-d) became stuck during revision of the left ventricular (lv) lead. The lead was not capturing, as it had dislodged. The device was explanted and returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians confirmed a rv setscrew stuck in the seated positon. It was also confirmed that it could not be backed away from the retainer ring with a standard model 6942 torque wrench. The ratchet mechanism of this wrench is designed to slip at approximately 15 inch ounces to prevent damage to either the retainer ring or the lead. The stuck setscrew was finally freed from the ring using a calibrated torque watch tool, requiring 19 inch ounces of force. Our investigation concludes that the cause of the stuck setscrew was exposure to excessive force, likely from the use of a non-boston scientific wrench.